Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "symptom of constant upstream occlusion alarms, caused by low upstream sensor readings. The upstream sensor was replaced.

Event description:
It was reported that a pump alarmed for upstream occlusion. It was also reported that there was no patient injury.